Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Returned device exhibits signs of repeated use and has a fragment fractured off the anterior side of the distal surface. The fragment was not returned. Complaint is confirmed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found fractured at an unknown time. Attempts have been made and no further information has been provided.